Event description:
It was reported that during a percutaneous coronary intervention procedure, the stent was found to be loose on the balloon. Vascular access was obtained via the femoral artery. This 2.50x38mm promus premier was selected; however, while advancing the stent through the guide catheter, it felt like there was a lot of "drag" on the device. They then removed the device and found the stent to be loose on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).